Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure and clear passage tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: this event occurred during the unspecified date of (B)(6) 2021 (past 2 weeks). MFR site: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. The device was used in conjunction with total parenteral nutrition (tpn). It was further reported, ""the tpn was squirting from the needless connector like it was an arterial bleed". A non-baxter cap was placed on the open ports. The event occurred "after priming" prior to patient use. There was no patient involvement. No additional information is available.